Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device dependent patient presented in clinic for a routine generator change out procedure. During procedure, the right ventricular lead was damaged due to cautery and capture anomaly was exhibited. The patient was asystolic due to the capture anomaly. Pacing was observed once the device and lead were replaced. The damaged lead was capped on (B)(6) 2018. The patient did not experience any adverse consequence and was stable before, during and after the procedure.

Manufacturer narrative:
Correction: this correction is to include required intervention to prevent permanent impairment/damage (devices). This correction is to indicate that should have been serious injury instead of malfunction.